Manufacturer narrative:
Batch review performed on 02 may 2018, lot 173810: (B)(4) items manufactured and released on 06 october 2017. Expiration date: 2022-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection of the explanted uhmwpe insert by r&d product manager on 26 april 2018: the distal surface of the insert presents some dents and scratches on the lateral and the medial side. The lateral posterior "snapping" tooth of the insert has been plastically deformed and damaged, with a sort of negative incision of the corresponding lateral snapping tooth of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not well positioned posteriorly. In this attempt the insert was pushed distally and posteriorly and was permanently damaged without possibility to be seated in the following attempts. We can state that the event is not implant related.

Event description:
During final implantation of the poly insert, it failed to seat on the lateral side. The surgeon removed the poly and looked onto the tibial tray to see if there was any tissue or fragment of bone cement. There was none and he attempted to re-implant this first poly insert. After it failed to seat on the lateral side, another poly insert was opened of the same size and thickness. This one also seemed a little difficult to seat, but after a couple attempts, the second poly went into its correct location. The inlay locking screw was placed in the usual fashion with the torque limiting screwdriver.